Manufacturer narrative:
Insulin pump received with bleeding lcd glass. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. Insulin pump received with minor scratched lcd window.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading was 113 mg/dl. Advised discontinuation of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.